Event description:
Covid-19 swab test ordered-swabbed left nare, swabbed right nare, and tip broke. Could not see or retrieve broken piece from patient's right nare. Patient did not exhibit any signs of distress. Tip was not visualized at back of throat. Patient's vital signs were taken. Hospitalist and behavioral health physicians both notified.